Event description:
It was reported that signal loss occurred. . The sensor was inserted into the abdomen on (B)(6) 2024 . It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. On (B)(6) 2024 , it was reported that the patient was sleeping but very restless and eventually began hallucinating. No cgm or bg meter values were reported at this time. The patient¿s mother called for an ambulance. Once ems arrived, the patient¿s bg meter reading was 30 mg/d. The patient was treated with ¿glucose to drink¿ and then a glucagon injection. Once the patient got to the ER, the patient became aware that her cgm had been in a state of signal loss (for over 3 hours) and that she had not been receiving any cgm readings. At the ER, the patient was treated with IV fluids. The patient was discharged home later the same day. The patient was in good condition at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.